Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead revision resolved their lack of coverage. The lack of coverage was determined to be a placement issue. The lead was placed too high and too midline. No lead was on the left. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient was concerned that there was a possible problem with the controller, but then clarified that they were just speculating, and they didn¿t think there was anything wrong with it. It was reported that the ins wasn¿t working as expected. The patient clarified that they were upset because the device was not working to control their pain on their left side from the waist to the knee. The patient stated that this has been going on since day one and stated that their previous device was a lot better. The patient saw a manufacturer representative several times for readjustments, and the issue was not resolved. The patient¿s doctor wants the patient to do another trial on the left side and would ¿rewire¿ if it works. The patient also reported that they can not sleep with the stimulation on because it is uncomfortable. The patient was upset that no one had told them about adaptive stimulation. Additional information was received from the rep regarding the patient on (B)(6) 2019. It was reported that the patient had a lead revision done on (B)(6) 2019 because they needed better coverage on the left side. No device allegations were reported. No further complications were reported or anticipated.